Manufacturer narrative:
(B)(4). B5 describe event or problem - additional information, d9 device returned to MFR - correction, d9 date device returned - correction, g3 date received by mfg - additional information, g6 type of report - updated/follow-up, h2 type of follow up - additional information/correction, h6 codes: type of investigation - correction, add to 3331, h6 codes: investigation findings - correction, remove 3221, h6 codes: investigation conclusion - correction, remove 4315, h10 corrected data.

Event description:
Product has been received but is pending evaluation. A follow up report will be submitted upon completion. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Product has been received but is pending evaluation. A follow up report will be submitted upon completion. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Event description:
It was reported that a broken needle or cannula occurred. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).